Event description:
A hospital in (B)(6) reported that a rd900afu neopuff infant resuscitator has a broken outlet port. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is recently been returned to fisher & paykel healthcare's regional office and service center in (B)(4). We will submit a final report upon completion of our investigation.